Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to arthrofibriosis. Surgeon feels implant contributed to condition. Cr cemented attune removal and replace with tc3 rp. Some femoral bone loss with removal of femur. Tibia removed without bone loss. Tc3 rp 2.5/x2 - balanced and tracked well. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.